Event description:
It was reported to medtronic minimed that the customer reported a hairline crack on battery compartment and experienced keypad anomaly. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed for keypad anomaly and cosmetic damage. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Multiple attempts were made for the keypad to respond and the unit had intermittent button response. Unable to perform the self test. Unable to download unit using thump software due to keypad anomaly. Proceeded by cutting the unit open and performing a visual inspection of connectors and electronic stack. Keypad overlay was removed and no moisture damage was noted. Per visual inspection it was determined that the ingress of water corroded electronic assembly. Unit was also received with cracked keypad overlay at select button, scratched case, cracked case on battery side, cracked case (battery tube), cracked case-corner of belt clip rails, broken belt clip rails and battery tube threads - cracked. In conclusion, the customer allegations for keypad anomaly were confirmed when intermittent button response was noted. Moisture damage was also noted on electronic assembly. Unit was also received with cracked case (battery tube). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.